Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were three other similar events for the reported lot, for the same patient. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Implanted.

Event description:
It was reported that patient suffered a dislocation on (B)(6) 2016 and a closed reduction was performed.